Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was failed back surgery syndrome and spinal pain. On (B)(6) 2018 it was reported that right after the pump was first implanted, the patient¿s pump flipped because the sutures tore. The pump was revised. The patient had no symptoms related to the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on (B)(6) 2018. The patient¿s weight at the time of the event was reported. There were no further complications reported/anticipated.